Manufacturer narrative:
Pump passed functional testings' including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was received with stripped battery cap(p) at coin slot area, cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker.

Event description:
Customer reported via phone call of having a low battery alert and not able to remove battery cap, not even with a quarter. Customer's battery died and customer had to go to the hospital due to high blood glucose. Due to customer not being able to wear insulin pump, customer's blood glucose elevated to 617 mg/dl. Customer was at the hospital for 2 hours and was treated with fluids and insulin. Customer was advised that insulin pump would be replaced.